Event description:
In 2007, during a thoracolumbar surgery, an incompass screw head disassembled from the screw after implantation resulting in the surgeon having to replace the screw to complete the construct. There was no reported injury to the pt. The surgical delay was 10 minutes.

Manufacturer narrative:
The device has been requested, but not provided to abbott spine. Investigation is pending.